Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was revised and on the same day a bipolar high impedance lead warning was noted. The lead warning was suspected to be related to the procedure. The lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that no malfunction was noted on the implantable pulse generator (ipg).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced increased fatigue. It was further reported that the right ventricular (rv) lead exhibited high thresholds, suddenly rising thresholds, a decline in sensing since implant, under-sensing, short interval counts and suspected dislodgement into the right atrium. It was also reported that the implantable pulse generator (ipg) exhibited a suspected malfunction. A lead revision procedure will be scheduled. No patient complications have been reported as a result of this event.